Event description:
It was reported that the device had reached battery depletion prematurely. The device was explanted and replaced. It was also reported there was low impedance and exit block on the right ventricular (rv) lead. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.